Event description:
It was reported that the lead impedance dropped below 300 ohms two times. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 09:00:15. Daily pace lead impedance trend data show spike decreases for lv perm pace impedance = 589 to 133 ohms minimum between (B)(4) 2012 and (B)(4) 2012 .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance dropped below 300 ohms two times. The lead remains in use. There were no reported patient complications as a result of this event.